Manufacturer narrative:
The service rep replaced the power supply, verified the vertical motion operations, checked unit operations, unit functions as intended.

Event description:
The customer reported, no vertical motion on the 9800 c-arm. He stated, that the problem occurred in preparation for procedure. An alternative unit was used to complete the procedure. No patient injuries were recorded.